Event description:
During troubleshooting of an unrelated alarm, it was reported that the patient¿s transfer set had become disconnected from the set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the transfer set was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.